Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an app crash alert. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of an unexpected g5 mobile application shut-off could not be determined. A root cause could not be determined.